Manufacturer narrative:
Correction: section h6 health effect - clinical code should have been "4412 - movement disorder" instead of "2388 - inadequate pain relief". This correction is reflected in this additional report 1.

Event description:
Related manufacturer report number: 1627487-2023-02510. It was reported that the patient's system was autoreducing due to high impedances on both leads. As a result, the patient had both leads explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.